Event description:
Reportedly, the physician was unsure if it was a device malfunction, but during a follow-up, he observed unusual behaviour during exercise: at least one episode of 'missed' capture and qrs, apparent pacemaker mediated tachycardia's and a varying threshold. It was decided to replace the pacemaker which was returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. (B)(4). Conclusion: the electrical characteristics of the returned device were within specifications. No data was available to review egm episodes and tests results related to the reported events ('missed' capture and qrs, apparent pmt's, varying threshold); no information was provided concerning the lead status during the revision; a detailed visual inspection of the connector components revealed damages at the ventricular level. These observations clearly resulted from incorrect screwing / unscrewing operations. However, it is not possible to determine whether these damages resulted from screwing operations at the implantation or at the explantation, i.e., whether there is a link between these damages and the reported behavior. Considering the above observations and analysis results, one possible hypothesis to explain the reported event is that: the distal ventricular setscrew was completely unscrewed then reinserted but possibly skewed and stuck at the top of the terminal block during the implantation; however, the lead was considered tightened; there was probably an electrical continuity because the lead tip could touch the terminal block, but in reality there was a bad (mechanical) contact. Later, bad and intermittent contacts could have occurred at the ventricular level due to the patient's movements at the pocket level and particularly during exercise (the electrical continuity was not correctly assumed between the lead tip and the terminal block); thus, it could explain the reported behavior. Concerning the lead connection and the screwing/unscrewing operations, it should be noted that: the instructions provided in the physician's manual are adequate to prevent setscrew loosening. Standard operating procedures are adequate to prevent the risk of incorrect setscrew positioning at the end of the manufacturing process and after shipping, as described below: at the end of the manufacturing process, setscrews are screwed in such a position so that the lead could be inserted without unscrewing the setscrew. To ensure that setscrews are functional and not cross-threaded when the device is shipped, sorin verifies with a visual inspection that the top of the setscrew head is at the same level as the top of the terminal block. This ensures that the setscrew is fully engaged in the terminal block. In addition, some glue is applied between the setscrew head and the terminal block to avoid any movement during device shipment and storage. These different steps are part of the procedure to be applied when the connector head is mounted on the titanium case. Therefore, if the setscrew needs to be retracted, the screwdriver blade should be turned no more than 1 turn counterclockwise, otherwise, the setscrew may be disengaged. To position it correctly after disengagement might be difficult. The device is retained in the returned product storage area.